Event description:
It was reported the patient developed bacteremia. The device and leads were removed and not replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported the patient developed bacteremia. The device and leads were removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 6947 implantable tachy lead, implanted: (B)(6) 2003, explanted: (B)(6) 2013; product ID: 5076 implantable pacing lead, implanted: (B)(6) 2003, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found. No issue was identified that required full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.